Event description:
Info was received on an unk pt that indicated an ipp device was removed. The reason for the surgery, the name of the doctor, the date of the surgery, and the pt's date of birth were not indicated.

Manufacturer narrative:
Add'l catalog# 72402960. The cylinders, pump and reservoir were returned for analysis. All the components were tested and performed within spec. A review of complaint files noted that this event had the incorrect alert date in the system. Due to this typographical error, this event was not reported on the alternative summary report (asr) for the second quarter of 2003.